Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual and microscopic analysis of the returned device identified: broken shell with sharp edge where is localized stresses induced (a dimension measurement in the shell was performed which identified the thickness within specification), red particles, wear abrasion, flat creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Based on the device analysis, the final assessment is broken shell with sharp edge where is localized stresses induced assessed as surgical impact and missing shell that is assessed as inconclusive.

Event description:
Physician reported left side textured exchange, later reported as rupture. The has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side textured exchange, later reported as rupture. The has been explanted.